Event description:
It was reported via repair work order that the patient right calf support would not latch due to corrosion. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.